Event description:
It was reported that the patient never had therapeutic effect. The patient felt stimulation but reported that it was somewhat painful as well. The patient did not receive training in using the programmer and had not used the programmer or checked the device status since (B)(6).

Manufacturer narrative:
(B)(4).